Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and pain, stinging and pricks.

Event description:
Patient reporting capsular contracture (unknown baker grade) and pain, stinging and pricks on the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. ¿biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reporting capsular contracture (unknown baker grade) and pain, stinging and pricks on the right side. Physician confirms pain, capsular contracture baker grade iii, diagnosed by palpation. Device was replaced with non-allergan device.

Event description:
Physician confirms pain, capsular contracture baker grade iii, diagnosed by palpation. Device explanted and replaced with non-allergan device.